Manufacturer narrative:
The technician found the linkage that connects to the hex rods was broken. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake is not working when engaged from the head or foot end pedals.